Event description:
It was reported that the patient experienced syncope episodes and pauses for two weeks which were observed on the bedside cardiac monitor. Upon interrogation, the pacemaker and right ventricular lead exhibited noise which resulted in inhibition of pacing. All other lead parameters were normal. It was also noted that t wave oversensing had resulted in low r wave recordings. The device was reprogrammed. On (B)(6) 2017, the device and lead were replaced. The new system was implanted on the right side due to lack of vascular access. The device and lead were left implanted and programmed to only sense. The patient was well after the procedure.